Event description:
It was reported that during a shoulder arthroscopy, the metallic part of the probe, detached in the pt's articulation. Further, the surgeon managed to extract the metallic part from the articulation.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.